Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was stuck on the second firing and had to manually pry it open, but it was very difficult. The clip formation was fine and the tissue was not damaged. Another device was used to complete the procedure. There was no adverse consequence to the patient. Call with ees associates and the sales representative to discuss the event. The rep indicated the surgeon was firing the device across the cystic duct on the patient side. On the second firing, the jaws would not open. The surgeon was able to pry the handles apart. The account does not reprocess. An additional call with ees associates and the surgeon to discuss the surgeon¿s technique. The surgeon described his firing technique as followed: the device is handed to him mid shaft, places it through the cannula dominant right hand on device. Halfway fires the clip so he can see the clip in the jaws, and then places the jaws on the vessel and fires. He applies the jaws on the vessel by bringing the vessel as far into the jaws as he can.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During testing, the device fed and formed the remaining clips within manufacturing specifications and then, it locked out as intended. No opening issues were noted during testing. A batch record review was performed and no anomalies were found during the manufacturing process.